Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report#1627487-2018-08270, reference MFR. Report#1627487-2018-08272. It was reported that the patient experienced discomfort (described as shocking sensation) at the ipg site. Reportedly, the patient did not experience shocking sensation when ipg was turned off. Surgical intervention was undertaken on (B)(6) 2018, wherein the ipg was relocated from left hip to the patient¿s left abdomen. The physician added the extensions as well.issue has been resolved.